Manufacturer narrative:
Concomitant products: product ID neu_tlock_anchor, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
It was reported that the anchor could not be slipped over the lead. It was noted that a different product was used. It was noted that the patient was alive with no injury and there were no patient symptoms reported.